Manufacturer narrative:
Batch review performed on 22 november 2018; lot 162403: (B)(4) items manufactured and released on 25 july 2016. Expiration date: 2021-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 5 months after primary the patient came in due to instability: the patient was found to have a dislocation (head from liner). The surgeon swapped the liner through posterior approach: the new liner implanted was 01.32.3644hcat, mpact hooded liner hc 36/e, lot 172564. The revision was successful. The primary surgery was performed using an anterior approach (amis).